Event description:
The surgeon attempted to insert a plate silicone lens model aa4204vl. The lens tore in the cartridge prior to insertion. The lens was not inserted and there was no pt contact or injury.